Event description:
The customer stated that error code# 1113 (invalid test result, read value #) was generated on the axsym digoxin iii assay on pt samples. The customer also stated that high results were generated on the digoxin iii assay and negative results were generated on the same pt samples on the digoxin ii assay. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.